Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. The sensor was activated with a known good reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed after testing. Sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor and signal loss message was displayed. A visual inspection was performed on the returned sensor and no issues were observed. Attempt to extract data from returned sensor however unable to extract data due to incompatible error message. Sensor was de-cased and an inspection was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was re-flowed to the asic (application specific integrated circuit) chip and again attempted to extract data from sensor however unable to extract data. Unable to re-program returned sensor and observed and error message. Therefore no further investigation can be conducted for this particular complaint. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a51 5g with android operating system version 13, app version 2849335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness of the body, feeling cold and was unable to self-treat, requiring treatment of insulin (type/dose unknown) by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a51 5g with android operating system version 13, app version 2849335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness of the body, feeling cold and was unable to self-treat, requiring treatment of insulin (type/dose unknown) by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00ndz600 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. The sensor was activated with a known good reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed after testing. Sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor and signal loss message was displayed. A visual inspection was performed on the returned sensor and no issues were observed. Attempt to extract data from returned sensor however unable to extract data due to incompatible error message. Sensor was de-cased and an inspection was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was re-flowed to the asic (application specific integrated circuit) chip and again attempted to extract data from sensor however unable to extract data. Unable to re-program returned sensor and observed and error message. Therefore no further investigation can be conducted for this particular complaint. Extended investigation has been performed for the software as customer reported signal loss. The reported issue was investigated and attempted to replicated. The reported configuration of the samsung galaxy a51 5g is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. H11 has been updated to reflect additional investigation results that have been received. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a51 5g with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness of the body, feeling cold and was unable to self-treat, requiring treatment of insulin (type/dose unknown) by third-party. There was no report of death or permanent impairment associated with this event.